Event description:
Customer called to report that he has had high blood sugars. He was admitted to the ER in 2008 due to his high blood sugars. Looking at his history, in many instances, customer's bg was high, but he did not initiate a correction bolus. He assumed that if he did not eat anything, his basal insulin would bring his sugar down. In other instances, he corrected his bg with injections, not through his pdm. Custom also had a second meter he was using to test his bg. Review of the entries in his pdm showed that his bg was 64 three hours after activation. It went as high as 473 over the next 24 hrs, and was at 425 when he went to the hosp. At the time of the call, the customer noted that while he was in the hosp, corrections were made through his pdm to bring his bg down, and that he was still wearing the same pod and his bg numbers had been under control.

Manufacturer narrative:
The device involved has not been returned to the MFR for eval as of the report date. A f/u report will be submitted if the prod is subsequently rec'd. Unable to confirm any prod malfunction. No conclusion can be reached at this time. The prod user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.